Manufacturer narrative:
(B)(4). This report was received from a nurse via the baxter patient support program ((B)(6)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. Nine days after onset, pd therapies were discontinued and the patient was switched to hemodialysis therapy. At the time of this report, the peritonitis was not resolved and the patient was not recovered. No additional information is available.